Manufacturer narrative:
The customer's meter was returned for investigation and was tested with retention test strips and quality controls. Control ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl results: level 1: 47, 47, 45 mg/dl level 2: 305, 305, 307 mg/dl all returned results are within the acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 1:36 am the meter result was 188 mg/dl. At 1:40 am the patient's monitor for his personal blood glucose monitor started alerting the patient that his glucose results were in the "60s-70s". The type of the patient's personal monitor is unknown. At 1:39 am the meter result was 50 mg/dl.